Manufacturer narrative:
Follow-up from 26-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pressure pain. This event was considered serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event short time after essure insertion. She had her tubes removed. Based on the nature of the event and considering that pelvic pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Abdominal pain ("abdominal pain/severe pain"). Most recent follow-up information incorporated above includes: on 31-mar-2017: new event added: abdominal pain. Legal case. New reporters added. Company causality comment: this case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including pelvic pressure pain. On (B)(6) 2015 she underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was given for plaintiff's pain. This case was regarded as incident, since device removal was required. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Upon receipt of a legal complaint, this case became legal. Therefore, follow-up information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a consumer in united states on 15-oct-2015 which refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Consumer reported that short time after insertion she experienced unexplained bruises all over her body, back and pelvic pressure pain, tiredness, and a painful, itchy rash on her right pinky finger that was spreading to her ring finger. The consumer had her tubes removed on (B)(6) 2015. The rash was getting worse, she was not as tired, her pelvic pain and pressure was better, and her back still hurts. Product technical complaint analysis received on 29-oct-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pressure pain. This event was considered serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event short time after essure insertion. She had her tubes removed. Based on the nature of the event and considering that pelvic pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information is being sought.